Event description:
It was reported that during an implant procedure, the physician attempted to place the lead in several positions, however high thresholds were continually observed. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.